Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, the implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kits was implanted into the patient during a vaginal hysterectomy and anterior and posterior repair procedure performed on (B)(6) 2011 to treat hemorrhage and prolapse. As reported by the patient's attorney, after the implantation, the patient suffered from pain on the right side of the pelvis and had to undergo revision surgery of mesh release on (B)(6) 2011. Subsequently, the patient had revision anterior and posterior repair and mesh removal on (B)(6) 2012. Boston scientific has been unable to obtain additional information regarding the event to date.